Manufacturer narrative:
Patient gender and weight not available for reporting. Date reaction began is not known. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a 6.0mm titanium hard rod, a titanium universal spine system (uss) low profile fracture clamp, and a 6.2mm titanium schanz screw with dual core on (B)(6) 2016 for a column fracture at t12. On unknown date patient presented with a skin reaction comparable with an allergy. Reaction was treated for almost a year with antihistamines but proved difficult to control. A biopsy was performed on unknown date, results are not known. Patient currently maintains slight skin lesions on the thighs and legs. This report is for one (1) 6.2mm titanium schanz screw. This is report 1 of 3 for (B)(4).